Manufacturer narrative:
The insulin pump had motor error alarm during the rewind due to corroded motor home switch. Analysis was unable to perform prime test due to motor error alarms. The insulin pump was received with missing end cap sticker. The insulin pump was received with cracked case at lcd window corners. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 254 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer stated that they received motor error alarm and compromised force sensor system alarm during rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.